Event description:
Three pts (trigeminal neuralgia) allegedly received unintended radiation treatment potentially involving brainlab equipment. Outcome for the 3 pts not known to brainlab. Root cause not defined by brainlab since hospital does not allow brainlab access to equipment of interest. Preliminary info available does not indicate any quality or performance issue or malfunction of brainlab equipment.

Manufacturer narrative:
Outcomes for the 3 trigeminal neuralgia pts not known to brainlab. Type of reportable event not defined since root cause of claimed problem not defined. Root cause not defined by brainlab since hospital does not allow brainlab access to equipment of interest. For avoidance of doubt: no remedial action defined at this point of time.